Event description:
Pt was receiving dialysis when a rupture of fibers in the dialyzer was noted. It was also noted the blood leak detector was not functioning. The procedure was discontinued immediately. No adverse effect to pt.